Manufacturer narrative:
Incident summary: the nurse reported that the central nurse's station (cns) is frozen, they can still see vitals for some patients but some of them are blank, everything seems to be frozen and they cannot touch the screen or move the mouse. No patient harm was reported. Nihon kohden technical support advised the nurse to have their biomedical technical support contact nkts for assistance and troubleshooting. Investigation summary: multiple attempts have been made to gather more information, but the customer has been unresponsive. A definitive root cause for these issues could not be determined with the available information. Possible causes of blank tiles on the cns may include interrupted or lost network communication between the cns and bedside device due to loose network cables or weak radio/wi-fi signal if the bedside device is on a wireless set-up. Possible causes of cns freezing may include ram overload, hdd (hard disk drive) corruption/failure, or other hardware component issues. Ram (random-access memory) is responsible for short-term memory processing and its data cache will pile up over time if the device is not restarted periodically. Restarting the device would clear up the ram and typically resolve slow loading/freezing issues. The cns operator's manual states to restart the device once every three months as part of general maintenance. Hdd failure and other hardware component issues may occur through physical damage or fluid intrusion from user mishandling, power issues from site outages or surges which can affect the integrity of circuit boards, or wear-and-tear which depends on device age and frequency of use. Review of the complaint device's serial number does not show any other occurrence of the reported issues.

Event description:
The nurse reported that the central nurse's station (cns) is frozen, they can still see vitals for some patients but some of them are blank, everything seems to be frozen and they cannot touch the screen or move the mouse. No patient harm was reported. Nihon kohden technical support advised the nurse to have their biomedical technical support contact nkts for assistance and troubleshooting.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) is frozen, they can still see vitals for some patients but some of them are blank, everything seems to be frozen and they cannot touch the screen or move the mouse. No patient harm was reported. Nihon kohden technical support advised the nurse to have their biomedical technical support contact nkts for assistance and troubleshooting. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 attempt #1 05/03/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/23/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 05/30/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. B6 attempt #1 05/03/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/23/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 05/30/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. B7 attempt #1 05/03/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/23/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 05/30/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. D10 attempt #1 05/03/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/23/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 05/30/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The nurse reported that the central nurse's station (cns) is frozen, they can still see vitals for some patients but some of them are blank, everything seems to be frozen and they cannot touch the screen or move the mouse. No patient harm was reported. Nihon kohden technical support advised the nurse to have their biomedical technical support contact nkts for assistance and troubleshooting.